Event description:
It was reported that the syringe s2 5ml 23ga 1-1/4in bd experienced leakage during use. The following information was provided by the initial reporter: the head nurse complained about the leakage of blood from the syringe when using the syringe to draw blood from the patient.

Manufacturer narrative:
H.6. Investigation summary bd has been provided with a photo for catalog 301944 lot 1902162 to investigate for this record. Visual examination of the photos shows a clear leakage through the plunger. As a result, bd was able to verify the reported issue. Bd believes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 23ga 1-1/4in bd experienced leakage during use. The following information was provided by the initial reporter: the head nurse complained about the leakage of blood from the syringe when using the syringe to draw blood from the patient.